Event description:
Reportedly, the device was explanted after an implant duration of 8.4 months due to unknown reasons. Per the cer: the ring was explanted and (B) (4) was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded at hospital.

Manufacturer narrative:
Information learned through (B) (6) implant patient registry. No customer letter requested. This was determined reportable per edwards lifesciences procedures. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No additonal information is available.device will not be returned.